Event description:
The customer states that one patient sample generated a falsely depressed architect cea assay result of 3.2 ng/ml. The result was reported from the lab. The sample was retested the following day and generated a result of >1500 ng/ml. On (B)(6), 2012 this same patient had generated a cea result of 3247 ng/ml. There is no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No consequences or impact to patient (B)(4). Low test results (B)(4).

Manufacturer narrative:
The customer complained of the generation of a suspect low carcinoembryonic antigen (cea) result on architect i2000, (B)(4), when utilizing their medical (B)(6) laboratory automation system (las). Further investigation at the customer site found that the medical (B)(6) lab sent the incorrect sample for analysis when the 3.2 ng/ml cea result was generated and that medical (B)(6), the manufacturer of the lab, acknowledged responsibility for the issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operating manual (pn 201837-108) january, 2010 and the architect cea ln: 7k68 package insert (48-5978/r1, september, 2009) contain information to address the customer's current issue. There is no indication of a malfunction of the architect i2000 analyzer. A sample identification issue occurred, which was caused by a non-abbott device, namely the medical (B)(6) laboratory automation system.